Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the time and date on their pump needed to be adjusted. There was no reported impact to the customer's blood glucose level. The customer believes that they accidentally changed the time and date on pump.